Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced four kinked cannula events on (B)(6) 2024. The event occurred within three hours of insertion. The infusion set was inserted in abdomen. The blood glucose level reported during the event was high. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.